Manufacturer narrative:
(B)(6) hospital . (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent surgery due to fracture. During the surgery, there was one screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The screw came in contact with the patient. No patient complications were reported due to this event.